Event description:
A caller reported a cartridge alarm 20 occurring during the load process of their insulin pump. This issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer will use multiple daily injections (mdi) as backup therapy while tandem technical support sends a replacement pump with updated software.